Event description:
The customer received a blood glucose reading of 278 mg/dl from his contour and a reading of 135 mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Control solution was sent to the customer for further troubleshooting no product will be returned at this time.